Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06970 / 06971).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason with biomet product. During the procedure, the bolt stripped while attempting to unlock the proximal locking screw. The implant was removed and replaced. A 40 minute delay occurred during the procedure.

Manufacturer narrative:
No dimensional evaluation was possible because the parts could not be disassembled. The hex was verified to have been stripped, because attempts to remove the screw were unsuccessful due to the hex being stripped. Nothing in deviation history, complaint history, or DHR examination indicates there was ever a problem with components associated with this complaint.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. During the procedure, the bolt stripped while attempting to unlock the proximal locking screw. The implant was removed and replaced. A 40 minute delay occurred during the procedure.